Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, analysts could not replicated the reported issue. However, fluid ingressions were found on the chassis base by the downstream occlusion sensor(dso). The issue could possibly been due to these ingressions. The downstream sensor was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double beep with cassette. No patient was involved in this event. No adverse effects were reported.